Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and could not replicate the reported event. The company service representative adjusted a few parameter setting as a prevention. The system was then tested and met all product specifications. The system was manufactured on august 26, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to have no problem; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was low efficiency of cuts and suction during a surgical procedure. The procedure was completed with no patient harm. Additional information has been requested.